Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lobectomy surgery, when severing lung lobe tissue on the first firing, after fired, noted the staples were malformed . Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.